Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial# (B)(4), use by date: 2019-04-28, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the delivery system kept buckling in the right atrium. The physician was not able to apply a proper gooseneck without the delivery system buckling and pulling back. Upon removing the delivery system and examining, the deflection curve it seemed to be damaged. The ipg was deployed 8-9 times and there was trouble getting the ipg to stay in place due to lack of pressure able to be put on the septal wall. The ipg was placed, however, a post-operative check 18 hours post implant indicated that the threshold had increased and was high. Two weeks later, the patient experienced lightheadedness and the device had intermittent capture at maximum outputs. It was noted that and event monitor showed that the patient experienced atrial fibrillation with rapid ventricular response. Initially, the patient¿s medications were adjusted and the parameters on the ipg were reprogrammed; subsequently the ipg was inactivated and replaced with a transvenous system. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.